Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stents that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stents are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the catheter outer layer allegedly was detached inside the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stents that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stents are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample was found in locked condition with loaded stent, and unused deployment mechanism. The black stability sheath was found broken over the stent sheath, and the distal part of the broken off stability sheath was found shifted to distal, and blocked against the stent sheath with compression crinkles. Fraying at the break site, and deformation indicate that excessive force must have been present before break. The system is complete, so that nothing is detached/ left inside patient. The investigation leads to confirmed result for break, and deformation of the black stability sheath. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for break and deformation of the black stability sheath. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'if resistance is met during delivery system introduction, the system should be removed and another system should be used.' Regarding access/ accessories the IFU state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath.' Regarding damage the IFU state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used.' H10: g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during a stent placement procedure, the catheter outer layer allegedly was detached inside the patient. There was no reported patient injury.